Event description:
Caller reported that the backlight of the pump screen was on, but the screen did not fully appear, showing only a gray-lit display. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.